Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a crack in hose of the dignishield. Here were the problems they experienced; the bag often inflates itself due to gas formation from the patient. The air had nowhere to go, and the bag inflates. Already had a tear on a seal a few times. The cap of the irrigation channel had already broken off. They had already had leak at the sampling port. They had already had the mounting balloon deflate on its own, resulting in the dignishield being loose in the bed. Per follow up information received via ibc on 20dec2024, the patient received a new dignishield several times in a few days, the patient was not affected by this problem.

Event description:
It was reported that there was a crack in hose of the dignishield. Here were the problems they experienced; the bag often inflates itself due to gas formation from the patient. The air had nowhere to go, and the bag inflates. Already had a tear on a seal a few times. The cap of the irrigation channel had already broken off. They had already had leak at the sampling port. They had already had the mounting balloon deflate on its own, resulting in the dignishield being loose in the bed. Per follow up information received via ibc on 20dec2024, the patient received a new dignishield several times in a few days, the patient was not affected by this problem.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A DHR review could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: contraindications do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. Warnings there is a potential risk of misconnections with connectors from other healthcare applications, such as intravenous equipment, breathing and driving gas systems, urethral/urinary, limb cuff inflation, neuraxial devices and other enteral and gastric applications. Do not use if package is opened or damaged. Single use only. Do not reuse. Reuse and/or packaging may create a risk possibly resulting in patient or user infection. Structural integrity and/or essential material and design characteristics of the device, may be compromised, which may lead to device failure and/or lead to injury, illness or death of the patient. Instructions for use 2. Collection bag connection a. Attaching the collection bag: 1) attach the collection bag to the piston valve connector on the catheter by pulling back on the green trigger switch and engaging the piston valve connector onto the collection bag hub socket. 2) ensure that the green ring at the base of the collection bag hub socket is not visible. The green ring at the base of the collection bag hub socket will not be visible when the piston valve is properly connected. 9. Removal/replacement of the collection bag a. Collection bag removal / replacement: 1) remove the collection bag by pulling back on the green slide and the piston valve until it disengages from the collection bag hub socket. 2) insert the bag cap onto the bag hub socket and dispose of the bag in accordance with hospital policy and protocols. 11. System care, maintenance, and monitoring of device b. Change the collection bag as needed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.